Manufacturer narrative:
(B)(4); the explanted products were expected to be returned for disposal, no analysis was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with redness and a suspected infection. Therefore, the device and electrode were explanted. It was noted the patient had improved heart function, so no new system was implanted at this time. No additional adverse patient effects were reported.